Event description:
During PICC [peripherally inserted central catheter] line placement, as I attempted to insert the introducer, I felt a little catch as I entered the skin. I proceeded to try to insert the introducer into the vein, but after feeling resistance I pulled the introducer out to inspect it. I found that the introducer had a small snag of plastic at the end. Upon further inspection and on the same side as the lip, the sheath had the same snag of plastic. I had my assist drop a new introducer kit, and I finished the procedure with no further mishaps.